Event description:
It was reported that the patient had not recharged their device since it had been implanted and it was unable to be interrogated. The patient returned for lead revision due to a suspected lead fracture. The lead was revised and the device was reset using the physician reset mode. It was then charged for approximately 45 mins. After charging the device was connected to the extension and all impedances measurements were greater 10,000 ohms. The second device port was then used with the same result. All parts of the lead and extension were checked using the snaplid connector and the impedances measured between 600 and 700 ohms. Due to the normal and out of range impedance measurements of the lead and extension a new device was opened and used. All impedances showed between 600-800 ohms. The case was then completed. The device is to be returned for analysis. The patient recovered without sequela.